Event description:
(B)(6) female, (B)(6). On (B)(6) 2018 had cardiac ablation procedure to correct pvcs and ventricular tachycardia. The issue is with terumo brand angio-seal vascular closure device used on right femoral artery. On (B)(6) 2018, internal hemorrhage of right femoral artery at site of angio-seal, resulting in hematoma. (B)(6) 2018, admitted to hospital for pain complications and evaluation of hematoma. On (B)(6) 2018, infection of angio-seal site.